Event description:
The customer returned the product for pump emitted an audible signal, during device analysis, a damaged downstream occlusion (dso) sensor was identified. There was no patient involvement.

Manufacturer narrative:
D4 - serial #: provided serial is (B)(6). H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The initial customer issue was duplicated. Visual inspection found a damaged downstream occlusion (dso) sensor. The dso sensor was replaced. The device must pass all functional tests after the repairs before it is shipped back to the customer.